Manufacturer narrative:
Alleged failure: probe burned patient. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence " the device manufacture date is not known. (B)(4).

Event description:
It was reported that the probe burned the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe burned the patient.